Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1200 mg/dl and ketones of an unspecified size on (B)(6) 26. Cause was not known. Reportedly, due to the elevated bg, the customer experienced kidney failure, however, treatment resolved that issue and the customer was no longer in kidney failure. Customer was treated with intravenous fluids of saline and insulin as well as potassium, magnesium, and antibiotics to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.